Event description:
It was reported that after an abdominal aortic aneurysm (aaa) repair procedure, arteriotomy closure of the left femoral artery was attempted using a prostar xl device. Reportedly, the needles did not deploy properly. The needles were removed using the needle back-down procedure. The device was removed over a guide wire and a second prostar xl device was used to achieve hemostasis. There were no reported adverse patient sequelae. There was a reportedly mild delay in the arteriotomy closure procedure. The physician was reported to be trained in the use of the prostar xl device. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow-up will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported needles not deploying properly was not confirmed as analysis of the device revealed the handle remained in the pre-deployed position and there were no slack on the sutures indicating the handle/needles were never deployed. Based on visual inspection and functional testing, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. The device was deployed in a reportedly 7-french sized access site. The prostar xl device instructions for use (IFU) state under indications for use that the prostar xl percutaneous pvs system is indicated for the percutaneous delivery of sutures for closing the common femoral artery access site and reducing the time to hemostasis and time to ambulation (patient walks ten feet) of patients who have undergone catheterization procedures. The prostar xl 10f pvs system is designed for use in conjunction with 8.5f to 24f sheaths. Additionally the IFU states under special patient populations that the safety and effectiveness of the prostar xl pvs system has not been established in patient populations with introducer sheaths less than 8.5f or greater than 24f during the catheterization procedure.